Event description:
Initial rptr stated during a vitrectomy procedure, while he had been operating on the pt's eye, air bubbles were seen coming into the eye by the resident physician. They proceeded to open another pack to use the vitrectomy probe. There was no effect on the pt.